Event description:
It was reported that the touchscreen was less responsive. There was no additional information provided regarding the impact on the customer¿s blood glucose level. Follow-up was declined, no further action was required, and the event date was taken from the reported date, but the pump's serial number was not verified and an active one was added from the patient file.